Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "resetting instruments in central sterile after procedure and noticed handle on impactor was cracked. Complaint not [noticed] in procedure".

Manufacturer narrative:
Reported event: an event regarding crack/fracture of the handle involving a cutting edge handle was reported. Conclusions: the device was discovered during inspection. A crack observed on handle of device which is likely due to an overload condition. In-service use damage was also observed. This issue was addressed by a design change as this lot was manufactured prior to the implantation date. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. No further investigation is required at this time.

Event description:
As reported: "resetting instruments in central sterile after procedure and noticed handle on impactor was cracked. Complaint not [noticed] in procedure."